Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ on a patient with an enlarged atrium. A mitraclip ntw was prepared per the instructions for use (IFU) and inserted without issues. However, while turning the m knob, findings of a miskey was confirmed; the clip pointed in the opposite direction of the mitral valve. Therefore, the clip was removed and replaced. One clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.